Event description:
Event description cpi received information that this bipolar lead was an attempted implant. During the implant procedure the physician was repositioning the lead to obtain good signals and the helix broke. The physician was able to retrieve the lead but the helix remains in the patient. * the physicians manual 352527-003, page 14, states: do not rotate the lead clockwise more than 10 turns when affixing the electrode helix to the heart wall. Excessive rotation may cause the helix to break.